Manufacturer narrative:
Additional information: section b5 - per additional information received on 04 june 2021 account verified that the nurse made a clerical error in providing the suspect lens serial number (sn). The lens that was faulty/suspect lens is sn (B)(6), not sn (B)(6) as provided in the initial report. In addition, account verified that the faulty lens contacted the eye but lens was not inserted in the eye or partially delivered to the eye during the procedure. The replacement lens sn (B)(6) of the same model and diopter as the original lens sn (B)(6) was implanted. The procedure was completed successfully, no further medical or surgical intervention was required. There was no visual impairment to the patient as a result of this event. The patient was reportedly doing good when discharged. Upon further review of the file, it was noted that this event is no longer reportable as the lens contacted the eye but lens was not removed from the eye as a result of this event. Corrected data section d4 - serial number (B)(6); expiration date: november 13, 2023; unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: november 13, 2020. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Telephone number: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had unfolding issue and was in contact with the patient's eye, the lens couldn't unload properly. No further information was provided.